Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that regarding the test result of concentration of disinfectant solution, the user stated that the user was uncertain whether it was effective or not. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. However, based upon the information from the user the reported phenomenon was attributed to the user mishandling, no occurrence of the failure of the subject device. If additional information becomes available, this report will be supplemented.